Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products:attune ps rp insrt sz 7 8mm 151650708, lot:3551116 attune ps fem lt sz 7 cem 150410107, lot: 7863794.

Event description:
The patient was revised to address tibia was subsided and loosening of tibial component at the cement to implant interface. Cement manufacturer used was unknown. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.